Event description:
It was reported that on (B)(6) 2012, the patient¿s dose was increased. At that time, the reservoir volume showed 22 ml and the expected refill day was in july. On (B)(6) 2012, the patient reported that the pump was alarming. Interrogation showed that the pump was alarming because it was empty; however, the reservoir volume showed 13.3 ml with a july refill date. The pump was successfully aspirated and 13.3 mls was aspirated. The pump was refilled with new baclofen and the alarm stopped sounding. The patient had no symptoms return during the entire time; the patient was asymptomatic. The device system was delivering lioresal.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. Product ID 8840, serial# (B)(4), product type programmer, physician. (B)(4).